Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Reportedly the user_s hearing with the device was affected since approximately beginning/middle of may 2019. There was no report of any specific trauma. There was no swelling or redness over the implant housing site. Reimplantation is considered but is not scheduled yet.

Event description:
Reportedly the user_s hearing with the device was affected since approximately beginning/middle of (B)(6) 2019. There was no report of any specific trauma. Reimplantation was performed on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance is affected for about a month and a half. No trauma or accident is reported. No swelling or redness is visible over the implant site. Reimplantation is considered.